Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. Prior to impella cp insertion, the patient presented to the emergency room complaining of chest pain and an electrocardiogram revealed st elevation myocardial infarction. Left heart catheterization was performed and revealed mitral valve disease and the patient became hypotensive. The patient was then started on norepinephrine and an impella cp was implanted and the patient was transferred to a large hospital in the network for further management and a possible coronary artery bypass graft. It was reported that on the second day of support, the p level was weaned to p4, and following the drop in p level the patient went into atrial fibrillation and the mitral valve prolapsed. The p level was turned back up to p6 and normal sinus rhythm was established. On (B)(6) 2025 it was reported that the patient continued to have episodes of atrial fibrillation and the medical team discussed changing the amiodarone drop to dobutamine in attempt to resolve the arrythmia and if unsuccessful then the patient may need cardioversion. The following day, the patient was taken to the catheterization laboratory for a high-risk percutaneous cardiac intervention due to decompensation and requirements of high dose pressor and inotrope support. It was noted that the patient was cardioverted twice that morning for ventricular tachycardia and once the previous day for atrial fibrillation. After the patient¿s procedure, it was noted that the impella cp had to be repositioned as it was found to be deep. The impella was measured at 5.27 centimeters (cm) in the ventricle and pulled back to 3.53 cm. On (B)(6) 2025 it was noted that the patient remained in atrial fibrillation and was non-pulsatile. It was reported later that night, the purge system on the impella cp required a bypass due to a leak. On (B)(6) 2025, the medical team decided to escalate the patient to an impella 5.5. The patient was brought to the operating room and the right axillary artery was prepped for impella 5.5 access. During insertion of the impella 5.5, resistance was met in the axillary artery and the impella 5.5 could not be advanced. The impella 5.5 was removed, and the axillary artery was shockwaved and a balloon was inserted and inflated to open the vessel. The impella 5.5 was still unable to pass through the artery. The artery was shockwaved again and the impella 5.5 was still unable to be advanced through the patient¿s artery due to the patient's anatomy. The decision was then made to abort the impella 5.5 insertion and to insert a new impella cp into the axillary artery. The impella cp was able to be delivered with no resistance. Two days later, the patient experienced ventricular tachycardia and was successfully defibrillated to resolve. Later that day, the decision was made to withdraw the patient¿s care. The patient¿s care was withdrawn, and the patient expired. This complaint involves three pumps: pump 1, impella cp with serial number (B)(6). Pump 2, impella 5.5 with serial number (B)(6). Pump 3, impella cp with serial number (B)(6). This report specifically addresses pump 2, impella 5.5 with serial number (B)(6). Separate reports will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
Medical safety review was completed and noted the following: the patient expired while on impella cp support. The patient implanted with an impella cp pump 1 and experienced arrhythmic events requiring support level adjustment, possible change in medication, defibrillation, and pump repositioning. This device's purge system was bypassed due to system leak. The impella cp pump 1 was explanted and an impella 5.5 was unsuccessfully attempted. However, another impella cp pump 2 was successfully placed with no loss of support. The failure to deliver the impella 5.5 is a product malfunction and the first impella cp device event resulted in serious injury and should be reported. While on the second impella cp, the patient continued to have ventricular tachycardia (vt) runs that were successfully defibrillated; however, the patient subsequently expired as care was withdrawn. Given the information at hand, there is not enough information to clearly dissociate the demise out from the second impella cp device. However, although this dissociation cannot be made, it is the care that was withdrawn that appears to have led to the patient's demise; vt runs were successfully defibrillated. Medical safety officer reviewed the event and noted the same in the second impella cp device cannot be dissociated for the outcome and the first impella cp pump and impella 5.5 is a serious injury and product malfunction respectively type of reportable event. Related medical device reports: this impella 5.5 device report is one of three devices associated with the event story. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the first impella cp and second impella cp, which is associated with the demise outcome.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product was returned for investigation. Delivery issue: the cause of delivery issue is determined to be patient condition because impella 5.5 was unable to be inserted into left ventricle due to calcification in the vessels. Later, the impella cp was inserted successfully. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
H.10 one of the related report numbers was left off the initial manufacturer report number 1220648-2025-46278 and was added.